Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded episodes of noise and oversensing resulting in two inappropriate shocks. Suspecting a potential connection issue, provocation testing was performed the observed noise could not be recreated. However, during a subsequent follow-up to obtain device data, noise was seen once more. Boston scientific technical services (ts) noted evidence was suggestive of a connection issue based on artifact seen in the captured subcutaneous electrocardiogram. Suggestions for additional testing and device programming were provided. Additional provocation testing was unsuccessful at recreating the observed noise. The physician elected to reprogram the device to alternate sensing vector and enroll the patient in remote monitoring. No adverse patient effects were reported.